Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a shoulder revision approximately 20 years post-implantation due to loosening of the glenoid component. The glenoid component and humeral head were removed and replaced.